Manufacturer narrative:
Previous report inadvertently omitted concomitant information and manufacture date.

Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2021-00023-00 under a different suspect device. Multiple patients were involved in this event. The field service representative (fsr) performed troubleshooting and observed leaking from wash zone three valve. The fsr replaced the valve, manifold kit (rohs) pn 7-77612-03 which resolved the issue. A review of service history for the architect i1000sr, serial number (B)(4) revealed no additional erratic or discrepant patient results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the valve, manifold kit (rohs) did not identify any trends. Review of tracking and trending for the architect i1000sr did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the valve, manifold kit (rohs) pn 7-77612-03 or the architect i1000sr, serial number (B)(4) was identified.

Event description:
The customer generated falsely elevated architect stat troponin-I results for three patients. The customer uses the reference ranges male: 0-0.033 ng/ml female: 0-0.013 ng/ml. The following information was provided: sid (B)(6) (female patient) initial result 0.011 ng/ml, repeated 0.029, 0.002, and 0.000 ng/ml. Sid (B)(6) (female patient) initial result 0.039 ng/ml, repeated 0.003, 0.003, and 0.000 ng/ml. Sid (B)(6) (male patient) initial result 0.018 ng/ml, repeated 0.035, 0.000, and 0.003 ng/ml. No impact to patient management was reported.